Event description:
In 2008, the patient reported that he experienced elevated blood glucose of 290 mg/dl. His normal blood glucose range is 80-120 mg/dl. He changed his insulin cartridge, infusion tubing, and infusion site before he went to work. He changed the infusion site again before the report. The infusion device has not alarmed. He disconnected from the infusion site and bolused 4 units of insulin and the infusion device delivered properly. He was advised to remove the infusion site and he stated that the cannula was bent. He was advised to insert a new infusion site. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.